Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury this issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer initially received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged particles in tubing/chamber and nasal/throat irritation or soreness. There was no patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The internal investigation showed that there were a light amount of dust or dirt contaminant in the cracks and crevices of the outer surfaces. Sound abatement foam degradation and breakdown was visibly observed in the base unit. Pil found sound abatement foam degradation throughout the blower box, on the inside surface of the blower upper cap, and where the blower rests in the blower box. A dark contamination was found on the inside surface of the lower enclosure which is consistent with sound abatement foam degradation. Pil can confirm sound abatement foam degradation. Pil is unable to assess the symptoms described in the complaint. Pil found that other contaminants located in this investigation were sourced from external environmental conditions. The device was hooked up to a known good power supply and power cord, airflow was verified to be operating correctly. The error log showed that there were zero instances of errors on the device. The manufacturer concludes that there were signs of sound abatement foam degradation. Section d8, d9, g3, h6 has been updated/corrected.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam.  A correction to b5 was made and should be:  the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator device. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged, particles in tubing/chamber and nasal/throat irritation or soreness. There was no report of patient harm or injury repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 health effect - clinical code was missed to capture in initial report, hence captured in this report and section h6 updated in this report.